Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. Functional testing involved attaching a cassette to the pump and the pump alarmed, displaying "cassette not attached properly." The investigation determined that air bubbles on the downstream occlusion sensor were the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached" message and then it got a red screen 45986. There was no reported adverse event.